Event description:
Pump was reported to go into failure code 533:320:717:0000 during use on a pt. The pump was infusing dopamine at 10ml/hr on channel a, lactated ringers at 10.6ml/hr on channel b and amiodarone at 17.3ml/hr on channel c. This failure code will cause the pump to alarm and stop the channels in use. The pump was switched out and the infusions restarted on a different pump. No pt injury resulted and no medical intervention was required.